Event description:
It was reported that a patient underwent an unknown date and suture was used. During the procedure, when the surgeon was doing proximal anastomosis, the suture detached from the swage. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please provide lot number ans: the lot number is sgbaxb based on the physical product returned. 2. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device has been shipped to cg labs on 31 may 2024 via fedex ¿ awb: 2752 7597 7210. 3. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ans: loc cq the following information was reported: was surgery delayed due to the reported event?: unknown, was procedure successfully completed?: unknown, were fragments generated?: unknown, if yes, were they removed easily without additional intervention? : unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture piece outside its packaging that pertain to product code 8706h were received for analysis. The product code is double-armed. Additionally, a photo was provided, and with the same condition as the received sample. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. Upon visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. The suture was examined, and the extreme appears to be cut probably caused by a surgical instrument. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.